Manufacturer narrative:
Corrected information has been provided in the following sections: corrected 3775-0000 to 3755-0000 an event regarding a seating/locking issue involving a 3/8" tibial guide bushing was reported. The event was confirmed. Method & results: device evaluation - dimensional inspection confirmed that the outer diameter of the shaft where the tibial guide bushing mates with the hole of the tibial template was out of specification. Medical records - not performed as no medical records were provided. Device history review - all units associated with the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review - there have been no other events associated with the reported lot. Conclusions: the event was confirmed and the device was determined to be nonconforming. An nc was issued for the dimensional discrepancy of the outer diameter of the device. Further investigation revealed that the dimension for one of the features did not meet the requirements of the print. However, after analyzing the worst case scenario for the feature, it was determine that there is not a correlation between the out of spec measurement and the nature of the complaint.

Event description:
Surgeon says tibial bushing for scorpio knee not engaging properly. Item number 3755-0000. Surgeon states the tibial bushing would not lock into the tibial baseplate trial. Surgeon felt the bushing was deformed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Surgeon says tibial bushing for scorpio knee not engaging properly. Item number (B)(4). Surgeon states the tibial bushing would not lock into the tibial baseplate trial. Surgeon felt the bushing was deformed.